Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with azithromycin (dose, route, duration and frequency were not reported) and an unspecified oral antibiotic (dose, duration and frequency not reported) for peritonitis. The patient outcome and action with pd therapy was not reported. No additional information is available.